Event description:
It was reported that pump generated cartridge alarms 20 and 30 and had similar alarms with consecutive cartridges, and issue did not occur during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor to replacement pump that technical support arranged to send.